Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services confirmed that the stylet tip broke off.

Event description:
The customer reported that during a patient procedure, using a gliderite rigid stylet, the blue top of the stylet popped off during its removal after intubation and forceps had to be used to remove the top from the endotracheal tube. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.